Event description:
Revision done to remove cup plus stryker components implanted at earlier revision. CT scan reportedly showed eccentricity of the head within the poly insert within the acetabulum.

Manufacturer narrative:
UDI-di: undetermined.